Manufacturer narrative:
(B) (4). The sys related to this event was not identified. Per the MFR's device registration sys, this pt had bilateral active sys at the time of the event.

Event description:
Impedance readings were > 2000 ohms on all of the unipolar pairs. The pt hasn't had any change clinically. Troubleshooting and add'l monitoring was recommended. Add'l info has been requested. See MFR report #3004209178201000078.